Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the menu button was not responding and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was 93 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 50 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 69 mg/dl. Suspend on low limit in sensor settings was unknown because menu button did not work and the customer was unable to access his suspend on low limit setting. Troubleshooting was performed for keypad anomaly. The customer stated that the button was unresponsive. The insulin pump was returned for analysis. The sensor will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Insulin pump suspend on low setting set to 70 mg/dl and suspended at 69 mg/dl as intended. Unexpected suspend [low sensor glucose] not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. The pump was connected to a blood glucose meter and was used to successfully measure a blood glucose test solution. The insulin pump was connected to a test sensor and read the test value successfully.